Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was unable to capture. The ra lead was not implanted and removed. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.